Manufacturer narrative:
This product is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased pacing threshold measurements at follow-up. A fluoroscopy was performed confirming lead dislodgement. A revision procedure was then performed wherein the lead was explanted and replaced. No adverse patient effects were reported.